Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops whenever they moved. The patient underwent a driveline exchange on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the evaluation of the returned portion of driveline confirmed internal wire damage that could have contributed to the reported pump stops. Approximately 32¿ of the distal portion of the patient's driveline (dl) was replaced on (B)(6) 2019. It should be noted that a previous driveline repair was present on this 32¿ segment of dl (MFR# 2916596-2017-00885). The extra shrink tubing that applied to the wires under MFR# 2916596-2017-00885 was observed; however, the repair was otherwise unremarkable. The wire insulation breaches that were confirmed during the investigation of MFR# 2916596-2017-00885 appeared to be properly encapsulated in shrink tubing. This previous wire damage did not appear to contribute to the pump stops that were reported in (B)(6) 2019. The pins of the metal connector appeared free from deformation. The portion of the silicone jacket that was proximal to the driveline repair (including the additional 4.25" segment of jacket that was returned detached) showed evidence of tissue ingrowth, indicating that this proximal portion of the dl was internal to the patient's body. The silicone jacket was otherwise unremarkable. Visual examination of the underlying wires of the driveline revealed breaches to the insulation of the yellow, brown, black, red, and orange wires, approximately 31.75¿ from the controller connector. Additional breaches to the insulation of the brown, orange, red, and black wires were also observed approximately 30.5¿ from the controller connector. It should be noted that this damage was observed on the portion of the driveline that was proximal to the previous repair, on the area of driveline that appeared to be internal to the patient¿s body. The yellow wire redundantly supports motor phase 1, the black and brown wires redundantly support motor phase 2, and the red and orange wires redundantly support motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. It should be noted that the reported pump stops could not be confirmed through this evaluation, as no log files were submitted for evaluation. The reported pump stops could have resulted from a short to ground if the exposed conductors from any wire made contact with the braided shield on either the power module or mobile power unit. A phase-to-phase short also could have occurred if the exposed conductors from two (or all) phases¿ wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2015. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.